Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that his one touch ultra 2 meter displayed the temperature error message. The medical affairs specialist (mas) spoke with the patient in 2008 to obtain additional information included below. The patient said he was unable to obtain a reading on the reported meter for 2 or 3 days. He continued to take his usual doses 1000 mg of metformin each day and 70/30 insulin, 30 units in the am and 20 units at dinner. However, since he was unable to obtain a meter reading, he said he was unable to know if he should take more or less insulin than usual. After a couple days, the patient was thirsty and urinating frequently. He said he know his blood glucose was high, so he took 40 units of additional insulin. He did not seek medical attention and he was not tested with another device. The customer care advocate (cca) explained the temperature limitations of the one touch ultra 2 meter. The patient's products were replaced. The patient told the mas, his place was always cold. He said he warmed the meter in his pocket and then was able to test with the meter. The patient said his doctor advised him to increase his metformin and insulin dosages. The complaint was reported because the patient alleges he was unable to obtain a reading on the lfs product and to adjust his diabetes medication, accordingly. He claims that afterward he developed frequent urination and thirst, which are typical symptoms of hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.